Event description:
Boston scientific received information that this programmer had been used all day in the clinic without any problems. The next day, the programmer was programmed on and the clinic noticed an electrical smell. At first, it was not realized that the smell was coming from the programmer and the programmer was continued to be used. The fire department was called and checked the air-conditioning in the clinic and other areas until the smell was tracked to the programmer. The accessories bag was removed and noted to be charred on the underside and a hole was burnt through the cover of the programmer from the inside out. The programmer was deactivated and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the programmer has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt, visual inspection confirmed the clinical observations. Several parts of the programmer, including the inverter cover, display cover, and cable display printed circuit board (pcb) were melted. A capacitor on the inverter pcb was damaged/blown. All damaged parts were replaced. The display screen was cleaned. Additionally, the cracked rear housing was exchanged. The programmer was then tested and confirmed to function appropriately.